Event description:
The physician was attempting to implant a 2.5 mm diameter x 12 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to an excessively tortuous and severely calcified mid lad. The lesion was pre-dilated twice up to 16 atm's. Twenty percent stenosis remained following pre-dilatation. The physician encountered resistance while advancing the device to the lesion. Force was used in an attempt to deliver the device, however, it could not reach the target lesion. The physician then removed the device from the pt. Upon removal, it was discovered that the stent had dislodged from the balloon of the delivery system in the very proximal lad, near the ostium. The physician attempted to retrieve the dislodged stent using a gooseneck device. This attempt was unsuccessful however, as the stent was tightly snared into the highly calcified coronary wall. A second attempt was made to retrieve the stent using a balloon inflated distally to the dislodged stent and a micro-catheter inserted into the stent. This second attempt was also unsuccessful and resulted in a dissection in the lad. The physician resolved the issue by apposing the undeployed stent on the vessel wall using one other brand bare metal stent. The procedure was completed by stenting the whole lad with four other brand bare metal stents. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: excessively tortuous and severely calcified lesion. Eval, conclusion: excessively tortuous and severely calcified lesion.